Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via company representative regarding a patient with an implantable pump containing baclofen (unknown). It was reported that the patient had a pump pocket filled with baclofen during refill. The patient was sent to the emergency room by managing physician due to the patient experiencing muscle weakness. Patient stated that no drug was observed when aspirating prior to refill. It was not known if any troubleshooting steps were performed. The pocket fill was reported to be resolved.